Manufacturer narrative:
Result of investigation: failure analysis examined the vela main pcba board and was installed into a known good test vent and the failure message was duplicated after power on. The root cause of this unit failure was the pressure transducer component. This reported issue will be internally investigated.

Manufacturer narrative:
Result of investigation: carefusion's failure analysis laboratory re-evaluated the returned suspect printed circuit board assembly (pcba). It was identified that the reported issue for this suspect component is part of an internal investigation and will now be associated with that investigation. The previously reported root cause and failure detected remains valid.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr replaced the main board of the device to resolve the reported issue. The fsr tested the unit and it passed to factory specifications.

Event description:
The customer reported while using the vela ventilator, it alarmed vent inop and xdcr fault. The customer reported there was no patient involvement associated with this event.